Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified distal superficial femoral artery. A 5.5x100mm supera stent was being deployed under fluoroscopy and after continuously slowly retracting/advancing the thumbslide to deploy the stent, the thumbslide got stuck in the middle of deployment, having only partially deployed. Therefore it was not possible to further deploy and release the stent. The supera and the sheath were removed out of the artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation determined that the reported difficulties were related to circumstances of the procedure. The distal sheath was observed to be torn with the ratchet ear protruding out of the torn and broken sheath/braiding. This indicates that the ratchet had punctured into the sheath during advancement of the thumbslide preventing further stent deployment and causing the thumbslide to stop moving. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The investigation determined that the reported activation failure including expansion failures/partial deployment and mechanical jam of the thumbslide appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.results code 114 was removed conclusions code 4307 was removed.